Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. Troubleshooting options were discussed. No adverse patient effects were reported. This device remains in service. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".